Manufacturer narrative:
Siemens filed MDR 1219913-2023-00329 initial report with the FDA on 15-dec-2023. Additional information ¿ 26-dec-2023. Siemens concluded the investigation for an outside of the united states (ous) customer observation of repeat elevated results on one patient sample using atellica im ca 19-9 lot 528 compared to lower retest results on an alternate test method. Siemens¿s investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. The customer treated the sample with polyethylene glycol (peg) 6000 and it recovered significantly lower with the atellica im 1600 ca19-9 assay. Treatment of the sample with peg may have precipitated antibodies that were interfering with the atellica im 1600 ca19-9 assay. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. A product problem was not identified. The customer is operational. In section h6, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare remote services center (rsc) regarding repeat elevated results on one patient sample using atellica im ca 19-9 lot 528. The same sample was tested on an alternate method and result was lower, and considered correct. For troubleshooting purposes, the customer retested the original sample on the original instrument after peg (polyethylene glycol) treatment and a lower result of 3.16 u/ml was obtained. The quality control (qc) recovered within customer¿s laboratory ranges prior to patient sample testing. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained repeat elevated results on one patient sample using atellica im ca 19-9 lot 528. The elevated results were not reported to the physician. The same sample was tested on an alternate method and result was lower. This result was reported to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to elevated ca 19-9 results.